Manufacturer narrative:
Citation: latib a et al. Treatment and clinical outcomes of transcatheter heart valve thrombosis. Circ cardiovasc interv. 2015;8:e00 1779. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding retrospective analysis of the prevalence, timing, and treatment of transcatheter heart valve thrombosis. The study population included 26 patients (predominantly male with a mean age of 80 years), 6 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients three deaths occurred. Causes of death included one due to pneumonia, one due to acute heart failure, and one due to recurrent valve thrombosis three months following a valve-in-valve implantation. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events secondary to thrombosis included: 17 patients with dyspnea, 24 patients with elevated aortic pressure gradient (>20 mm hg), and 2 patients with moderate-severe aortic regurgitation. Echocardiography showed 20 patients with thickened leaflets or thrombotic apposition of leaflets, however only 6 patients had thrombotic mass on the valve leaflets. Twenty-three patients were treated successfully with medicinal therapy; 2 patients were treated with percutaneous valve-in-valve and 1 with surgical aortic valve replacement. Pannus was noted on one explanted valve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.